Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse performed a precision run on na, k, cl, co2, cre, glu, and bun, and all results replicated with no outliers noted. The fse then requested for the customer to run ion selective electrode (ise) quality control (qc), and k result was high and out of the laboratory's established range. The fse reviewed the ise reference valve and noted bubles in the line for cell 2. The fse proceeded to replace the ise reference valve as part of the corrective/preventive action listed in recall report pca-21338 (z-0152-0153-2014) as this modification had not been performed on the customer's analyzer. The fse then replaced sample probes s1 and s2. The fse also verified the sample and reagent probes alignments, and performed minor adjustments. The fse verified the repair as per established procedures and no further issues were observed. Beckman coulter followed-up with the customer on march 06, 2014 and the customer confirmed that the instrument is now working within specification following the service visit. In conclusion, no single failure mode can be attributed to this event. The fse replaced the ise reference valve, and replaced and aligned the sample probes to resolve the issue.

Event description:
The customer reported obtaining erroneously high sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), creatinine (cre), glucose (glu), and blood urea nitrogen (bun) for a single (1) patient sample from the beckman coulter au5400 clinical chemistry analyzer. The customer repeated the sample and obtained results within the expected range. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer reran quality control (qc) following the event and the results were within the laboratory's established ranges. The customer could not determine which cell of the ion selective electrode (ise) was affected.